Manufacturer narrative:
If implanted, give date: not applicable no patient contact reported. If explanted, give date: not applicable no patient contact reported. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip of the preloaded delivery system (model pcb00) was broken. No patient contact and no patient negative outcome was reported. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 9/24/2018. Device returned to manufacturer? Yes. Device evaluation: visual inspection revealed that the plunger and pushrod were observed in advanced position. Residues of viscoelastic material was observed on cartridge. It was observed that the cartridge has the tip deformed and broken. The lens was observed stuck in the cartridge tip. The complaint issue reported was verified, however, it could not be determined if the condition observed is related to manufacturing as the reported device was handling and prepared for surgical procedure. Based on the analyzed of the returned, product deficiency could not be determined. Manufacturing record review: the manufacturing purchase orders were evaluated, and the devices were manufactured within specifications. No non- conformance reports were found. The units were released according to specification. Historical data analysis: a search in complaint history was performed related to production order (po) was performed. The search revealed that 1 other complaint has been received for this production order number. Investigation confirmed that no failure detected and the issue is unrelated to this complaint. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. No labeling changes are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.